Event description:
On (B)(6) 2013, three ptx stents in total were placed in the right sfa as a treatment of isr for the pt who had had zilver iliac stent (the number of stent unk) placed in the sfa before. On (B)(6) 2013, symptom of thrombosis was observed. On (B)(6) 2013, the pt was transferred to the hospital urgently. Acute occlusion of the right sfa was confirmed. Pta with ultra xxx (name uncertain) 5mm 15cm and thrombus aspiration with 4.5fr 90cm (by medikit) were performed. Urokinase was administrated for 12 hours with an arterial injection. On (B)(6) 2013, confirmatory angiography in the a.m showed that blood flow became worse. There has been no pt outcome reported.

Manufacturer narrative:
There were no zilver ptx devices of lot number c781667 in stock at the time of the complaint investigation. A document based investigation was carried out as the device was not available for evaluation. The stent was implanted in the pt therefore is not available for evaluation. Images related to this incident have been received. Cd with images dated 01/08/2013 and 01/15/2013 was received in cirl. Images were reviewed with the following observations: images dated 01/08/2013: 4 stents in total could be observed in the right sfa with restricted blood through the stents. The occlusion starts at the proximal side of sfa with some stenosis through 1st and 2nd stent. There was no blood flow through the 3rd and 4th stent placed distally in the sfa. Post deployment ballooning was conducted resulting in good blood flow through the whole set of stents. Images dated 01/15/2013: totally re-occluded right sfa could be confirmed, resulting in blood flow restriction through the stents. Blockage occurred in the same location as previously. Balloon angioplasty was evident; however, poor results were achieved in proximal part of sfa. Some stenosis was also evident on the distal end of the most distally placed stent (above the knee). Second pta was conducted with blood flow improvement, however, some restriction was still evident in proximal end of the most proximally stent. Another pta and intervention (possibly thrombus aspiration) were conducted. There are no other images provided. There was nothing out of ordinary from the device point of view. Summary: based on the imaging provided for this complaint, a blockage (possibly thrombus) could be confirmed. It is not possible to conclusively determine the cause of this complaint, however the physician who was involved in this complaint had the following comment: "the pt had potential risk factors that will cause occlusion such as bad run-off." Also anatomical factors such as lesion greater than 14cm and previous stent placement could have contributed to this event. Thrombosis is a known potential adverse effect as per IFU. Health risk assessment was initiated for stent thrombosis and the risk is deemed to below. Prior to distribution all (B)(4) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the mfg records for (B)(4) device of lot number c781667 and (B)(4) (zilver ptx drug eluting stent) of lot number ch766391 and ch770234 revealed no discrepancies that could have contributed to this complaint. A letter was sent to (B)(4) physicians on 07/27/2012 in relation to stent thrombosis recommending dual antiplatelet therapy (dapt) and request to conduct vascular ultrasound 3-months after device placement. Customer quality assurance will continue to monitor complaints of this nature for potential emergency trends.